Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: evaluation revealed that the display was dim, faded and discolored. Evaluation revelaled that the audio bolus button was unresponsive to button presses. The audio bolus button cover was removed and the button slug was missing. Unrelated to these issues, the audio bolus button cover was found to be torn and punctured. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded and discolored. Evaluation also revealed that the audio bolus button was unresponsive and the button slug was missing. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/21/2015.